Event description:
It was reported that the (B)(4) guide wire encountered resistance during removal with a catheter, as the catheter was getting caught on the guide wire. A slight separation of the guide wire was noted. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned. The lot number was not reported. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, coagulation of blood or contrast, or damage to the catheter. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. Guide wire separation may occur when the guide wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. A guide wire being over pulled or over torqued would require the tip to be trapped within the anatomy or another device in order to create the required forces to damage the wire as described. Any additional attempts to retract the wire in this trapped state would exceed design limits and cause the reported separation. In this case, it was reported that the guide wire encountered resistance with the catheter during removal which could have contributed to the reported guide wire separation. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser, performs non-destructive tip pull test and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The device lot history record review and similar incident query for this product was not performed because the part and lot number was not reported. A conclusive cause could not be determined for the reported resistance and the reported guide wire separation appears to be related to operational context of the procedure. The device was not returned for analysis. In summary, based on this investigation, there is no indication of a product quality deficiency.